Event description:
While md using equipment, noticed was hot to touch, no injury to pt. Equipment removed from service, reported to MFR. Bio-medreport: shaving accessory had shaft that jammed (probably defective hand piece & unit checked-ok.